Manufacturer narrative:
Based on the received information the reason for the non-benefit is sue to device unrelated medical reasons., i.e. Auditory nerve atrophy. In-situ testing is indicative of a functional device. The device will not be explanted.

Event description:
It was reported that the patient is not responding to sound, even at high stimulation levels. No trauma has been reported. The patient has an atrophied auditory nerve that was present before implantation. The surgeon asumes the problem could be caused by the nerve.

Manufacturer narrative:
Device investigation did not reveal any device defect which is expected to have been present whilst implanted. This result is in line with the measurements performed whilst implanted, which showed normal results. Based on received information, the lack of benefit is due to device unrelated medical reasons, i.e. Auditory nerve atrophy. This is a final report.

Event description:
It was reported that the patient is not responding to sound, even at high stimulation levels. No trauma has been reported. The patient has an atrophied auditory nerve that was present before implantation. The surgeon assumes the problem could be caused by the nerve. The device has been explanted.

Event description:
It was reported that the patient is not responding to sound, even at high stimulation levels. No trauma has been reported. The patient has an atrophied auditory nerve that was present before implantation.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.